Event description:
It was reported that the device had an "early replacement" indication message. The manufacturer representative stated that the patient first saw the message on their programmer last friday, but when manufacturer representative interrogated the device the ins battery voltage read 2.815vnot 2.6v. Additional information indicated that the patient was having trouble getting the device to turn on. The therapy was not covering her pain like it used to. The device will be sent back to manufacturer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type: lead, product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type: lead, product ID 3708140, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type: extension, product ID 3708120, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found no significant anomaly. The battery was not in new condition.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), explanted: 2012 (B)(6); product ID 3778-45, serial# (B)(4), explanted: 2012 (B)(6); product ID 3708140, serial# (B)(4), explanted: 2012 (B)(6); product ID 3708120, serial# (B)(4), explanted: 2012 (B)(6).

Event description:
Additional information received reported that the cause of the event was an end of service. Battery depletion was noted as normal. The ins was replaced. The patient didn't require hospitalization due to the event. The patient outcome was noted as patient recovered without sequelae.